Event description:
It was reported that during a suprapatellar titanium nail insertion procedure on (B)(6) 2015, a driving cap broke off inside of the insertion handle while the surgeon was hammering on the driving cap. The nail was already at the desired location and no additional intervention was required. The broken driving cap fragments remained in the insertion handle. The procedure was reported to have been successfully completed with no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient age, gender and weight are unknown. A product investigation was completed: the returned device shows significant use during its three and half plus year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and stuck in the returned insertion handle. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of wear and excessive/off angle hammer blows during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.